Event description:
New information indicated that the device was inhibiting pacing due to noise. The lead was capped and replaced on (B)(6) 2016. The patient was doing well post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the clinic for a routine follow up. During interrogation, stored high ventricular rate episodes and ventricular noise were observed. The noise could not be reproduced in the clinic. The patient was in stable condition and would be monitored.